Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 31ga 8mm cannula broke off and were too long. The following information was provided by the initial reporter : the consumer reported the patient end of the needle broke off in right side of stomach and the needle fragment was removed using tweezers. The consumer stated the belief that the needle hit bone causing the product to break off with bleeding a substantial amount - did not seek medical intervention at any time. Date of event : unknown. Samples : available.

Event description:
It was reported that 2 bd pen ndl 31ga 8mm cannula broke off and were too long. The following information was provided by the initial reporter : the consumer reported the patient end of the needle broke off in right side of stomach and the needle fragment was removed using tweezers. The consumer stated the belief that the needle hit bone causing the product to break off with bleeding a substantial amount - did not seek medical intervention at any time. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-04. Investigation summary: customer returned a total of 77 unused 8mm, 31 gauge pen needles from lot 0133274. The broken needle in question was not returned. 30 of the samples were used in simulated use testing. These pen needles were attached to a test pen and then inserted into a skin analog. All of the pen needles were intact after simulated use testing. All the pen needles were undamaged and functioned as intended. The reported issue could not be replicated during testing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of patient injury. Bd was unable to replicate or confirm the customer¿s indicated failure of the needle breaking off during use.